Event description:
Dental assistant reported that two coronal screws broke in function. Pt is reportably fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was not completed because the lot number was unavailable from the dr's office.